Event description:
It was reported that during a coronary stent procedure, a pinhole leak occurred in the balloon and reportedly caused a dissection. Pt was placed on a balloon pump and another balloon was used to repair the dissection. Pt status is listed as "okay".